Manufacturer narrative:
The pump was received with a cracked battery tube thread, a completely broken off reservoir tube lip, a missing reservoir tube lip o-ring, a missing end cap sticker and minor scratches on the display window. The reservoir tube lip was damaged due to dog chew. The pump was received without a battery cap noted. The test reservoir does not stay locked in place due to the damaged reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her dog may have chewed the insulin pump, which damaged the reservoir compartment; the reservoir would not fit into the insulin pump properly. The patient's blood glucose at the time of incident is unknown. The customer also mentioned that her battery cap was lost. The customer was advised to discontinue use of the insulin pump and revert to her medically prescribed back-up plan. The insulin pump was returned for analysis.